Manufacturer narrative:
An outside of united states (ous) customer reported a falsely depressed enzymatic creatinine patient result (1 patient) obtained on an atellica ch 930 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument and an alternate atellica ch 930 instrument. The repeat results were reported, as correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine patient result (1 patient).

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00153 on 16may2022. Additional information (14jun2022): an outside of united state (ous) customer reported a falsely depressed enzymatic creatinine patient result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. There was no indication of reagent delivery or foaming issue based on photometer data. The kinetics of the low discordant results did not indicate foaming from mixing. The kinetics curve after the r2 reagent delivery is atypical. The reagent arm 2 aspiration graph for the discordant result was slightly elevated. Higher aspiration readings are due to lower viscosity potential from the presence of turbulence usually bubbles. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. The instrument is performing according to specifications. No further evaluation of this device is required.